Event description:
The lay user/pt contacted lifescan customer service in 2009 alleging that control solution test from her onetouch ultra2 meter was above the expected range. She also claimed she developed symptoms after the reported issue began. The medical surveillance specialist (mss) spoke with the pt on may 5, 2009 to obtain/verify the following info. The pt claimed her meter started to read inaccurately high when she woke up on original date morning. She obtained a blood glucose result in the 200-300 mg/dl range when her usual morning reading is around 117 mg/dl. She continued her usual dose of glyburide; however, she did not eat her breakfast because she was not comfortable with her meter reading. The pt stated that about 1.5 hrs after her fasting test result, she started to feel dizzy and sweaty. To treat her symptoms, she drank soda. She also acquired a new meter because she did not trust the subject meter. When she tested on the new meter, she obtained a "60 something" result, which was taken about 1 hr after the onset of symptoms. Once she tested on the new meter, she then ate her breakfast. The pt also tested the control solution before calling lifescan and the result was "290 mg/dl" (expected range=96-128 mg/dl). The customer service rep noted that the pt's control solution had been opened past the discard date, which can contribute to inaccurate control solution test results. This complaint is being reported because the pt claimed she skipped her breakfast as a result of the alleged high meter reading and then became hypoglycemic. The pt administered self-treatment with a soda.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.